Event description:
The customer received a questionable ammonia result for one patient sample. The initial result at 07:39 was 65.6 umol/l. The second result at 8:45 was 23.0 umol/l. The third result at 09:45 was 27.9 umol/l and was believed to be correct. The result of 65.6 umol/l was sent to the laboratory information system (lis) and approximately two hours later, the customer informed the physician about the result of 27.9 umol/l. The patient was not adversely affected. The reagent lot number was 693092. The expiration date was requested, but was not provided. From review of the provided reaction data, it was suspected either analyte contaminated particles of gel or fibrin on top of the sample probe or insufficient mixing of the measuring cells was responsible for the event.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigation could not determine a specific root cause. It was confirmed the reaction kinetics indicated a mispipetting of the sample needle and contamination. The root cause might be pre-analytical and/or due to insufficient cleaning of the sample needle.